Event description:
It was reported that ventricular fibrillation occurred. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure. During advancement of the burr over the rotawire, severe resistance was encountered within the burr shaft. When rotablation was performed inside the patient, the patient experienced ventricular fibrillation. Rotablation was discontinued and the treatment was completed with ballooning and stenting.